Event description:
It was reported that the external peep valve stuck, the ventilator did not alarm, and the patient was not being ventilated. The patient turned blue and was switched to a backup ventilator. No patient harm reported. Event date was (B)(6) 2014.